Manufacturer narrative:
(B)(4).

Event description:
Article title: safety of new oral anticoagulants for patients undergoing atrial fibrillation ablation. Per a report in the journal:j interv card electrophysiology (2014) 40:33¿38, a retrospective analysis on 301 patients who were referred for cardiac ablation of af between january 2011 and september 2013 by (B)(6), division of cardiology, department of medicine, (B)(6)., to evaluate the risk of bleeding and the complications associated with new oral anticoagulants (noac), dabigatran and rivaroxaban, noac use during af ablation. Followed up for at least 30 days for procedural complications. From the report there were two thromboembolism events, one case of multiple cerebral emboli detected on CT in a patient with vertigo following ablation and one tia. There were 17 bleeding events (large hematoma n=4; pericardial effusion n=6. (Of the six pericardial effusions, three required drainage); persistent hematuria n=1; pseudoaneurism n=6). Of the six pericardial effusions, three required drainage. There are no other non-serious ae¿s events or device malfunctions reported in the publication. Suspected device is thermocool sf model and catalog number are not available, but the suspected device is the navistar thermocool. Concomitant products: 8-f acunav¿ ultrasound catheter. Other non-bwi were used in this clinical trial intracardiac echocardiography (ice) [ a 9-f ultra ice¿ catheter (boston scientific, (B)(4); irrigated 4-mm tip ablation catheter (chilli ii (boston scientific, (B)(4);sl1 sheath (st. Jude medical, (B)(4)) and agilis¿ steerable introducer sheath ((B)(4))."

Manufacturer narrative:
(B)(4).